Manufacturer narrative:
A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-360 operator's manual section: list of error messages states the following: in 2013 sample level detection error. Description: the liquid surface cannot be detected even at the bottom of the sample cup or the blood sample tube. Troubleshooting: contact the service department. The most probable cause of the reported issue was due to improperly installed ground cable from the eki board.

Event description:
The distributor engineering department called to report that during a liquid sense test the sample nozzle was not going down enough to sense the level of sample on the aia-360. Further investigation of the instrument by the distributor engineer found the ground cable from the eki board was not installed properly and was creating the liquid level sense error. All ground cables were set according to the point 4.3.3 of the aia 360 service manual. The instrument is functioning as intended without any errors. No further action required. The reported event resulted in delayed reporting of e2, prl, bhcg, ctni2, ipth, prog ii, myoglobin and ckmb patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.